Manufacturer narrative:
Reportable based on analysis of the returned specimen. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested and was determined to be acceptable. As received, the specimen consisted of one each safari2 275cm sml crv; returned coiled, loose and double-bagged within "(B)(4)" biohazard pouches. The complaint of damage was confirmed; however there was no evidence of damage to the coating. The specimen presented a ductile, tensile overload of the core wire 0.10mm from the distal tip weld with subsequent stretching of the outer coil wraps. The specimen also presented several bends of varying severity and frequency scattered over the length of the device proximal of the preformed distal region. The nature of the fracture damage and stretched coil damage was consistent with the distal region entering into a constraint condition and sustaining a tensile overload fracture and stretch damage during subsequent manipulation. At this time it is not possible to assign a definitive root cause for the event as reported. Based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and procedural factors appear to have impacted on the event as reported.

Event description:
As reported: tavi with safari² small gw. Difficult safari² placement in the lv. During the retrieval of the delivery system with the safari² unclear supra-annular valve prosthesis dislocation. After the device and safari² removal from the patient the physician found a damaged coating of the safari². The patient was always hemodynamically stable and feeling well.